Manufacturer narrative:
H6 health effect impact code - 4641 added. All available information was investigated, and the reported leak was confirmed via returned device analysis. In additions, a crack was observed on the dilator flush port. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported leak was due to the observed cracked. The crack appears to be related to a potential product issue; therefore, the issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. The reported unexpected medical intervention was a result of case-specific circumstance as additional aspiration to prevent entrance into patient anatomy.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mitral regurgitation (mr). When the dilator was inserted into the steerable guide catheter (sgc), a leak was observed. Air entered the sgc which was aspirated to prevent entrance into patient anatomy. A replacement sgc was used to complete the procedure. There were no reported patient consequences.